Manufacturer narrative:
Correction: h10. Upon review, this event is a duplicate of an already reported event with reference number: (B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The article "first report of a trifecta bioprosthesis sudden onset three leaflet detachment" was reviewed. This was a case report of a patient with massive acute aortic regurgitation leading to cardiogenic shock due to a sudden detachment of the three leaflets of the implanted 23mm trifecta valve 6 years post procedure. A new tissue valve was implanted and the patient was discharged from the intensive care unit after showing good prosthetic function post-intervention. (B)(6).